Event description:
During a remote follow-up, the patient received inappropriate shocks for atrial fibrillation (af) due to an incorrect interpretation of signals as a result of the programmed settings of the device. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.